Event description:
As reported by a valve clinic coordinator, ventricular standstill occurred after an open valve-in-mac procedure with a 26mm sapien3 ultra valve. A dual-chamber permanent pacemaker was implanted. No additional information has been provided.

Manufacturer narrative:
The edwards sapien 3 ultra transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 ultra transcatheter heart valve in the native mitral valve is not indicated per the labeling. Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the completion of the investigation. The following sections of this report have been updated: corrected h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions, and additional information added to h11. The device was used in an off-label implantation in the mitral position. As there are no specific IFU or training materials related to open valve-in-native mitral annular calcification (mac) procedures, the available training materials were reviewed only for information potentially relevant to the device use. Per the instructions for use (IFU), arrhythmias and conduction system defects which may or may not require a permanent pacemaker implantation are potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, bioprosthetic heart valves, and the overall transcatheter valve replacement (tvr) procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the valve complex and the branching atrioventricular bundle may explain these complications of the tvr procedure. According to the literature review, conduction disturbances/ heart block, atrioventricular conduction disturbances after tvr are associated with many patient-related and procedural related factors, including preoperative comorbid status, the degree and bulkiness of annular calcification, interventricular septal thickness, history of electrocardiogram abnormalities, the depth of prosthesis implantation and the profile of the implanted prosthesis. Unlike conventional surgical aortic valve replacement (avr), in which conduction disturbances may arise from localized trauma related to annular decalcification and suture placement near the atrioventricular (av) node or his bundle, transcatheter heart valves may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. Because of the close anatomic relationship between the av node/his bundle and the aortic annulus, av conduction disturbances are most frequently associated with aortic valve interventions (avr/tavr); however, mitral valve procedures-particularly transcatheter valve implantation in the setting of mitral annular calcification (mac)-can also disrupt the conduction system and result in clinically significant heart block, including complete heart block and ventricular standstill. The mechanisms of the development of heart block after tvr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing thv or surgical avr and another 4-6% will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient factors (valve in native mitral annular calcification) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time at this time.